Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous creatinine result. Customer reported that the erroneous result was reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a piece of 2 mm grey plastic inside the creatinine module drain valve the fse replaced the valve. The fse also replaced the modular chemistries sample probe and performed reagent line maintenance.